Event description:
Hill-rom received a report from the account stating the head section raises on its own. The bed was located at the account. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found the hand pendant damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. No further info is available on the repair of the bed at this time. If any add'l relevant info is identified following completion of the repair, the add'l relevant info will be submitted in a supplemental report.